Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's wife reported via phone call that the reservoir was defective. The wife stated insulin did not exit when the customer attempted to change out the site and filled the reservoir. The wife reported insulin did not exit when being pushed with a plunger. The customer's blood glucose was unknown at the time of the call. The wife agreed to return the reservoir for analysis.